Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the ivad line was hep locked. Rn clamped the line and de-accessed the patient. The needle did not engage into the safety position so rn had to deaccess with the needle still exposed. No one was injured. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism over the needle tip is confirmed, but the root cause could not be determined. One 20 ga x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation of the returned infusion set showed blood use residues along the device. The safety mechanism was advanced over the needle tip from observing it for a previous pr. A bend was observed in the needle shaft. The safety mechanism was advanced over the needle tip during the investigation of pr 108747378. During previous testing for pr 108747378, it was observed that resistance was observed during advancement of the safety mechanism over the needle tip. The safety mechanism was able to fully engage over the needle tip during attempted advancement. No excessive adhesive was observed along the needle shaft or along the metal sleeve of the safety mechanism. The distal needle tip could not be observed accurately as the safety mechanism was already advanced over the needle tip. A root cause for the bend in the needle shaft could not be determined due to the state of the returned device. This complaint will be recorded for future trending and monitoring purposes.